Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a large amount of prime has sprayed out from the oxygenator. Per user facility while priming the cardioplegia line to the table he was recirculating through the rap bridge. The quest started reading low inlet pressure, while trouble shooting that they noticed a large amount of prime had sprayed out from somewhere on the oxygenator.   No consequence or impact to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 3, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The returned sample was returned and visually inspected with no anomalies noted. It was then pressurized up to 30 psi (pounds per square inch) and no leaks were noted. A retention sample was pressurized at 20 psi and no leaks were seen. The most likely root cause is a leak at a connection in the circuit located near the oxygenator. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.